Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the reported event was unknown. On the same day as the event onset, the patient was hospitalized for suspected peritonitis and an unrelated indication. Treatment details were not reported. Dianeal therapy remained ongoing. Nine days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, the nurse confirmed there was no diagnosis of peritonitis; therefore, the disposable device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.